Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2019, crts 3923368, mpxr 667292; on 2019-oct-07, information was received from a patient's family member, via a manufacturer representative (rep), regarding a patient receiving dilaudid (40.0 mg/ml, 10.029 mg/day) via an implantable pump for non-malignant pain. It was reported by the patient's daughter that the patient had a pump refill on (B)(6) 2019. The healthcare professional (hcp) was having problems, so they took the medication out and then put it back into the pump. Within two days of the refill, the patient was having excruciating pain and going through withdrawal. The caller stated, "they called the hcp office and right away, without hesitation, they told them the pump was shut off". The caller stated they were now at the hcps office and the pump information was being altered. The pump was being removed. An additional report received by a rep reported the pump was at end of service (eos). The patient experienced a loss of therapy and some withdrawal symptoms from dilaudid. The pump was replaced on (B)(6) 2019. The rep reported the patient's daughter was complaining that the patient's pump "stopped working" earlier than it should have and the patient had been experiencing a lot of pain for several weeks. It was also stated that the "pump stopped working on (B)(6) following a pump refill. The daughter requested a copy of the tdd report, which was printed after interrogating the pump with a clinician programmer (8840). The daughter also requested to keep the pump following the explant procedure. The issue was reported as resolved at the time of the report. The patient's status was alive - no injury.